Event description:
A letter received at (B)(6) from practice nurse (B)(6) which reported an adverse event which occurred with one of her pts. (B)(6) telephoned for further info as details in the letter not specific enough. (B)(6) is on holiday unit (B)(6). A telephone appointment has been booked on (B)(6) at 4pm for me to discuss matter fully with (B)(6). No other staff at the practice could give me info today. Will call on the (B)(6) and update the case. Additional info provided by (B)(6) clinical support: pt lives on a narrow boat and slipped down the stairs when boarding sustaining a large graze (13 inches x 5 inches) on the outer aspect of the left thigh from hip to knee. She presented to the surgery on (B)(6) 2013. Wound was cleaned and atrauman dressing was applied. At this point she was unaware of the graze on the outer aspect of her left upper arm. She brought this to the attention of the nurse on (B)(6) 2013. This wound measured 8 inches x 4 inches and was scabbed over when presented to the nurse. On the (B)(6) 2013 the nurse applied granuflex to both wounds and requested the pt return on (B)(6) 2013 for review. Wound 1: left outer thigh from hip to knee measuring 13 inches x 5 inches. Superficial with minimal exudates and no evidence of infection on presentation. Wound 2: left, outer, upper arm measuring 8 inches x 4 inches. Scab formed across whole area therefore no exudates and no evidence of infection on presentation. Antibiotics (7 day course) were commenced on day of presentation by gp due to traumatic nature of the wound and "dirty" environment in which wounds were sustained, 2 days prior to application of the dressings. Antibiotics given prophylactically. There was no evidence of infection at presentation. The dressings were applied on (B)(6) 2013. Pt returned for review on (B)(6) 2013. Dressings remained intact on this day and pt advised to return on (B)(6) 2013. The dressings were removed on (B)(6) 2013. Wounds were found to have deteriorated significantly with a thick layer of green slough across the entire area of both wounds. Actiform cool dressing commenced for 2 days. Wounds appeared to have improved and there was less slough present although there was a small blank area present on the thigh wound. Wounds were then dressed daily with atrauman until (B)(6) 2013 when pt was referred to plastics at local hospital. She was reviewed by plastics on (B)(6) 2013 and deemed suitable for skin grafting.

Manufacturer narrative:
The issue has also been referred to the (B)(4). The letter from the nurse indicated there were three lots possibly involved based on the product they had on hand at the time of the event, lot 1a03948, 1a02189 and 0g02189 and were investigated. The root cause could not be determined. However, the investigation concluded that there are adequate controls in place to ensure that the reported product /lots were manufactured, packaged and sterilized in accordance with the established procedures and validated processes. (B)(4).